Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV.

Event description:
Lebanon. Allegedly, 6 months after mia procedure, patient started reporting pain on left breast at 8 months a visible deformity of breast was present, ultrasound was performed and showed capsular contracture baker grade IV on her left breast ((B)(6)).